Manufacturer narrative:
Model number/catalog number 72400098: serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: control pump fgs. Model number/catalog number 72400024: serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that following the implant of an artificial urinary sphincter on (B)(6) 2018, the patient evolved with pain and fever. The patient was admitted to the emergency room with removal of the artificial urinary sphincter with drainage of the abscess by the perineal incision on (B)(6) 2018. The patient additionally experienced a urethral lesion that was observed at the time of the removal of the urethral annulus of the sphincter and opted for the realization of cystostomy.

Manufacturer narrative:
Model number/catalog number 72400098. Serial number (B)(6). Batch/lot number 189818005. Model/catalog description control pump fgs. Model number/catalog number 72400024. Serial number (B)(6). Batch/lot number 178858003. Model/catalog description balloon fgs 61-70 cm. Device evaluation: the complaint component was not returned for analysis. An overall investigation conclusion code of adverse event related to procedure was chosen as the reported adverse most likely occurred during the procedure due to the short implant duration, and the device likely had no influence on the event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that following the implant of an artificial urinary sphincter on (B)(6) 2018, the patient evolved with pain and fever. The patient was admitted to the emergency room with removal of the artificial urinary sphincter with drainage of the abscess by the perineal incision on (B)(6) 2018. The patient additionally experienced a urethral lesion that was observed at the time of the removal of the urethral annulus of the sphincter and opted for the realization of cystostomy.